Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenvideoscope had forceps insertion failure. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the suggested event may have occurred due to an external impact, which had generated a kink and deformation in the instrument channel. This deformation appeared to have caused the cleaning brush to become caught, as the brush was observed to be obstructed by the kink and dent in the instrument channel and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use for: evis lucera jf/tjf type 260v operation manual chapter 3, ¿preparation and inspection¿ section 3.6, ¿inspection of the endoscopic system¿ describes how to inspect for the event. Olympus will continue to monitor field performance for this device.